Manufacturer narrative:
Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump may not be functioning properly. The caller reported that the customer recently had a blood glucose level of 103 mg/dl, which dropped to 29 mg/dl after a one unit bolus was delivered. The caller also reported that the customer had recurring high blood glucose levels at night. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.